Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, dislodged and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. It was noted that the pink slide did not move forward. The adhesive was not secure. The cannula dislodged from the infusion site and was bent. Hyperglycemia treated with a new pod.